Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that a threshold test was being performed and the physician missed the first drop beat. As a result, the patient experienced a syncopal episode. The physician indicated that it takes too long for pacing to resume after ending the threshold test.